Event description:
Pt stated she originally had an iud implanted and found that it was very painful each time she had a new iud implanted. She said that her doctor suggested she have an essure implanted the next time her iud expired because the procedure was virtually pain free and she could be in and out of the surgery in about the same time as a pap smear. She had the essure implanted on (B)(6) 2012. She stated that not only did she suffer a tremendous amount of pain she also was in surgery over an hr. During the surgery the 1st coil on the right side had been implanted perfectly but her uterus began to spasm. She alleges that the doctor did not wait for the spasm to stop and although her left fallopian tube was closed off he proceeded to push the coil in. The 1st coil bent. The 2nd coil unraveled. The 3rd coil was implanted but blood had spattered on the camera and the doctor was unable to verify if it was implanted correctly. On the second day, after implantation, the pt went into the restroom and began to have heavy bleeding and pain in her pelvic region. This continued for 2 weeks and slowed down. She stated that was when the severe headaches began. She stated that she went in for blood work and found that her creatinine levels decreased tremendously. She eventually had several iron infusions. She continues to have ovarian pain, headaches and low creatinine levels.